Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
It was reported that during the procedure, the stent detached from the delivery catheter before deploying. As a consequence the stent migrated to the left femoral tripod. Surgery was required to extract the stent and do a femoral artery repair using a patch.

Manufacturer narrative:
Analysis: the details provided indicate that the stent came off the balloon when it was withdrawn back into the introducer sheath. Based on the details of the complaint the physician decided to remove the device without deploying the stent due to difficulty advancing the catheter to the target site. It does not specify whether it was difficult due to the sheath or because of the lesion. What is known is that the stent made it completely out of the introducer sheath. The instructions for use specify the following in regards to removing an undeployed stent: removal of an unexpanded or partially expanded stent: extreme caution must be used when removal of an unexpanded or partially expanded stent is necessary. The stent/delivery system should be withdrawn until the proximal end of the stent is aligned with the distal tip of the sheath. The sheath and the stent/delivery system should then be removed as one unit. Based on the details of the complaint this was not followed. It is likely that the proximal end of the stent made contact with the distal end of the introducer sheath pushing the stent off the balloon upon withdrawal. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ¿ ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) in addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: ¿ balloon hole skive dimensional verification. ¿ stent securement testing. ¿ proximal balloon weld tensile testing. ¿ distal tip tensile testing. ¿ catheter leak check this lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. The quality records indicate that the stent retentions lowest value seen was 11.0 newtons. The specification is for the stent retention to be above 5.5 newtons. The stent retention for this lot was more than double the requirement. Additionally 20 samples were placed through a 7fr introducer sheath prior to stent deployment. None of the stents were loose after passing through the sheath and all stents were deployed properly. Conclusion: based on the passing results of the quality and performance testing atrium medical cannot conclude that there was an issue with the device. It is likely that the stent was pushed off the balloon while withdrawing the stent back through the introducer sheath.

Manufacturer narrative:
The details provided indicate that the stent came off the balloon when it was withdrawn back into the introducer sheath. Based on the details of the complaint the physician decided to remove the device without deploying the stent due to difficulty advancing the catheter to the target site. It does not specify whether it was difficult due to the sheath or because of the lesion. What is known is that the stent made it completely out of the introducer sheath. The instructions for use specify the following in regards to removing an undeployed stent: removal of an unexpanded or partially expanded stent: extreme caution must be used when removal of an unexpanded or partially expanded stent is necessary. The stent/delivery system should be withdrawn until the proximal end of the stent is aligned with the distal tip of the sheath. The sheath and the stent/delivery system should then be removed as one unit. Based on the details of the complaint this was not followed. It is likely that the proximal end of the stent made contact with the distal end of the introducer sheath pushing the stent off the balloon upon withdrawal. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) in addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Catheter leak check. This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. The quality records indicate that the stent retentions lowest value seen was 11.0 newtons. The specification is for the stent retention to be above 5.5 newtons. The stent retention for this lot was more than double the requirement. Additionally 20 samples were placed through a 7fr introducer sheath prior to stent deployment. None of the stents were loose after passing through the sheath and all stents were deployed properly. Conclusion: based on the passing results of the quality and performance testing atrium medical cannot conclude that there was an issue with the device. It is likely that the stent was pushed off the balloon while withdrawing the stent back through the introducer sheath.